Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 2.1, lab: 4.6. Pt's therapeutic range: 2.0-3.0 inr. On (B)(6) 2012, pt had a nose bleed (unk cause). Physician has been increasing coumadin dose based on inratio inr results. Pt did not want to provide previous results.

Manufacturer narrative:
Investigation pending.